Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The instrument was found to have insulation damage on the conductor wire. No material was found missing. The instrument passed the electrical continuity test. A log review was performed for the maryland bipolar forceps instrument reported in this complaint (pn: 420172-17/n10190212308) and the following was found: the instrument was last used on (B)(6) 2020. The instrument had 2 uses remaining and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the maryland bipolar forceps instrument was found to have damage of the conductor wire's insulation and the electrical continuity test passed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have a frayed cable. The procedure was completed with no reported injury.